Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 40 mg/dl. The cause of low bg was unknown. The customer lost consciousness and received third party assistance from their spouse, who called emergency medical technicians (emts) and provided nasal glucagon to address bg. The emts only checked out the customer¿s vitals, and they provided no assistance. Recommendation was made to consult with a healthcare provider to discuss diabetes management.